Event description:
Bec field service engineer (fse) replaced reagent crane assembly as part of refurbish program of the synchron cx5 delta clinical system. The replacement caused splashing when probe was lifting out of reagent. The fse then replaced the reagent mixer assembly. The replacement of the reagent mixer assembly resolved the issue. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Reagent mixer assembly. (B)(4).